Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): covidien (B)(6) customer reports, the spring arm broke close to the column mounted to the ceiling. During the preparation for injection, the spring arm broke; apart from that, no special operation was done with the injector. No patient or staff were hurt in the incident and the injector was caught by the technologist working with the injector.